Event description:
It was reported that an autotransfusion device was used on a pt after a total hip surgical procedure. The device was removed after use. During an outpatient therapy visit, the pt fell and required x-rays. It was discovered that a piece of the tip of the drain tubing remained in the pt. The pt was taken into surgery for facial dehiscence and removal of the retained drain. There were no other adverse consequences related to the event.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.